Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred while loading a cartridge and the pump stopped all insulin delivery. Customer reported a blood glucose (bg) level of 58 (mg/dl). Customer consumed food to treat their bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.